Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy, an ak 96 machine "suddenly leaked a large amount of fluid". There was no report of patient injury or medical intervention associated with this event. No additional information is available.